Event description:
It was reported that during the implant attempt the device would not capture when placed in the pocket. The device was disconnected and reconnected with the same outcome. Because the patient was dependent a new device was used. It was also reported during the implant attempt that the right ventricular (rv) lead was oversensing causing non pacing. The lead was unplugged and reset twice having the same issue. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).